Event description:
It was reported that during an unknown procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the instrument was returned with the clip track out of position. Therefore, the instrument was non-functional. An intermittent feeding of the clips was noted due to the clip track condition. We have documented the reported circumstances and analysis results. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.